Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided . Park, y., lee, h., sohn, b., kim, j., chung, h., & hong, s. (2024). Successfully treated gastric cancer with prolonged discontinuation of antithrombotic therapy after left ventricular assist device implantation. The journal of heart and lung transplantation, 43(4), s548¿s549. Https://doi.org/10.1016/j.healun.2024.02.800. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported in the research article ¿successfully treated gastric cancer with prolonged discontinuation of antithrombotic therapy after left ventricular assist device implantation¿, that the heartmate 3 may be associated with bleeding. Three months after lvad implantation, the patient was readmitted with hematochezia caused by anal ulcer bleeding. Examination revealed early gastric cancer. Aspirin was discontinued, and afterwards the patient underwent radical subtotal gastrectomy through an upper abdominal midline incision without relocating the driveline while maintaining warfarin monotherapy. The patient was initially discharged without complications but was readmitted within 10 days with gastrointestinal bleeding and gastric perforation which was surgically treated. The patient was completely withdrawn from antithrombotic therapy for a total 64 days (26 days and 38 days, short-term bridged with low-dose enoxaparin) without any thromboembolic events and was since restarted on warfarin with a target international normalized ratio of 1.7-2.0. 22 months after lvad implantation and 13 months since restarting warfarin, the patient continued to be supported on lvad without any reports of pump thrombosis, thromboembolism, and bleeding. In summary, no thromboembolic events were observed in hm3 without any anticoagulation or antiplatelet therapy for a total 64 days.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported event cannot be conclusively determined through this investigation. It was reported that three months after ventricular assist device (vad) implantation, the patient was readmitted with hematochezia caused by anal ulcer bleeding. Further examination revealed early gastric cancer and aspirin was discontinued. The patient underwent a radical subtotal gastrectomy through an upper abdominal midline incision without relocating the driveline, while maintaining warfarin monotherapy. The patient was initially discharged without immediate complications but was readmitted within 10 days due to gastrointestinal bleeding and gastric perforation, which was surgically treated. The patient was completely withdrawn from antithrombotic therapy for a total of 64 days without any thromboembolic events and was since restarted on warfarin with a target international normalized ratio (inr) of 1.7-2.0. It was noted that 22 months since vad implantation and 13 months since restarting warfarin, the patient continues to be supported with the heartmate 3 lvas without any reports of pump thrombosis, thromboembolism, and bleeding. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU, rev. B, contains the following information: section 1, ¿introduction,¿ lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.